Manufacturer narrative:
PMA/510(k) # k142688. On evaluation of the returned device, it was noted that the stylet was partially out. The needle was broken approximately 42mm from the tip. The tip of the needle was damaged and bent which led to the break. The rest of the needle that remained in the device advanced & retracted fine. Syringe was returned with the needle. The customer complaint was confirmed as the tip of the needle was damaged and bent which led to the break. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c devices of lot# c1245082 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted due to receipt and evaluation of the device. The device was used for eus-fnb. Approach was gained through the descending part of the duodenum to the target site in the pancreas head. When specimen collection of the first biopsy was completed, the stylet was inserted into the device again to attempt the second biopsy. Resistance was felt during insertion though, the physician continued to advance the stylet. Then, the needle tip got separated. Therefore, another device was used instead to complete the procedure. There was no section of the device remained in the patient and no adverse effects have been reported.

Manufacturer narrative:
PMA/510(k) # k142688. As the device has not yet been returned for evaluation the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c devices of lot# c1245082 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used for eus-fnb. Approach was gained through the descending part of the duodenum to the target site in the pancreas head. When specimen collection of the first biopsy was completed, the stylet was inserted into the device again to attempt the second biopsy. Resistance was felt during insertion though, the physician continued to advance the stylet. Then, the needle tip got separated. Therefore, another device was used instead to complete the procedure. There was no section of the device remained in the patient and no adverse effects have been reported.